Manufacturer narrative:
H6; code 400: yielded jaws. Results of evaluation: conclusion; based upon the inquiry info received and the visual and functional results on one of the instruments returned, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. The other returned instrument cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
During a lung volume reduction the tct75 reload and tlc75 did not function properly after the second and third reload. One layer of bovine buttressing material was used. Several gia's were used with difficulty. The case was completed with an ees instrument. There was no consequence to the pt. 12/30/96 1005 message and 800 # left for md call back. 1/2/97 -nncl sent.